Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received the patient experienced "total abdominal hysterectomy and left salpingo-oophorectomy" followed by implantation of a "suprapubic sling using the bard polypropylene mesh."

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). Lawyer filed report (B)(6).